Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he has had problems with his near vision. Difficulty reading in low light settings. He reported that he "needs a lot of light to be able to read" and declined to provide any further information. No further follow up can be conducted as the consumer does not want the surgeon contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further follow up was conducted, as the consumer requested that the surgeon not be contacted. Initial reporter. Address and zip code are not indicated at this time. (B)(4).